Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the device was in clinical use for a planned treatment or non-emergency treatment that was completed by using another system. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not booting up. During troubleshooting, fse discovered that the flexviewing pc was not operating and could not open patient information. Fse attempted to reinstall system device software but failed. Fse confirmed that the issue was caused by a defective frame grabber card. The frame grabber captures the video from the allura system. The frame grabber card in the flexvision pc failed. To solve this issue, fse replaced the flexviewing pc. The malfunctioning flexviewing pc was returned to philips for further analysis, and it was discovered that the flexvision pc unit had failed due to a failure to power up. Following the replacement of the flex viewing pc, the system was returned to working condition. The codes were updated based on the investigation outcome.

Manufacturer narrative:
The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-012-c, which addresses the causes associated with the reported malfunction.

Event description:
It was reported to philips that system would not boot up after flexvision pc replacement. There was no reported patient or user harm. Philips has started an investigation of this complaint.